Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 24jun2019. Information was received that confirmed that the ventilator with the reported issue was not a philips product. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08march2019. Serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator is giving a low tidal volume. The customer reported that the unit was not in use on a patient. The event date was not specified; estimate used.